Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient stated the controller was not working. Patient said they charged the controller up and tried to see if it would come back on, but it wouldn't. Patient service specialist had patient remove the battery pack from the controller and plug controller into the ac power cord; patient said the controller screen did not power on. Patient confirmed the green light was illuminated on the plug that was in the outlet. Patient tried aa batteries in the controller, but that did not resolve the issue. Agent asked, pt confirmed the controller had previously been charging to 100% from ac power. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt said they left the controller in their car yesterday, and today realized it would not power on; agent asked, pt denied extreme heat/weather at the time it was left outside. Pt said their stim was currently on; agent reviewed they will not be able to power that off until the implant (ins) battery depletes and suggested they could try to reach out to their doctor (hcp) to meet with a medtronic rep if they have equipment for assistance, as the earliest pt will receive the replacement controller will be next tuesday. Patient called back stating they received the replacement controller but that their battery pack wasn't working and that they requested for a new battery pack during their last call into patient services. Patient requested for a battery pack because the screen on the controller didn't come on. Patient mentioned that they placed the battery pack into the replacement controller to charge the battery for an hour but noted the controller wouldn't hold a charge. Patient reported that once they unplugged the ac power supply cord from the controller, the controller would die. Patient made a comment that their implant battery was low and that they had no way to charge it. Patient shared that their stimulation had been on since friday and that the stimulation was shocking them since the controller wasn't working. Patient tried pairing the controller to the implant but noted they were using aa batteries. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the battery pack.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745 (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID 97745bp: (serial: (B)(6); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.